Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller reported that for the last several months, patient has been feeling that one of the leads in her back has separated because patient gets some discomfort in the area where the lead is located in her mid back. Caller said the pain has been off and on, particularly in the last couple months. Caller confirmed that there is no redness or swelling at the implant site. Caller mentioned that patient has had a series of a number of falls in the past year or two, 2-3 falls in the last 6 months. Caller said discomfort has been there since last year. Spinal cord stimulation therapy is still working as intended per caller. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2019 product type lead product ID 977a260 serial#(B)(6) implanted: (B)(6) 2019 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.